Event description:
It was reported that (2) devices were used during an endo rectum procedure. It was reported by the affiliate that the tsb45 device does not staple with green cartridge. They changed to a blue cartridge instead of the green one to complete the case. There was no consequence to the pt.